Manufacturer narrative:
A vyaire field service representative (fsr) verified alarms on the events page. Tried duplicating alarms. No alarms could be duplicated. Fsr determined issue was circuit related not ventilator related. Performed uvt (user verification tests). Unit now ready for use.

Event description:
The customer reported to vyaire medical that they would want a user verification to be performed on the vela ventilator. When the field service technician arrived he learned that the reason for this request was that the unit may have been involved in an incident and there was patient involvement. As an intervention, the patient was placed on another ventilator after intubation and then transferred out to another facility due to her condition.the customer confirmed that there was no patient harm associated with the reported event.